Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and n on-malignant pain. It was reported that they had so many procedures and could not figure out what was causing the patient¿s pain. The patient mentioned having chronic pain for 20 years which was prior to implant. The patient mentioned that they had been in court with their granddaughter, patient programmer, and actiq suckers. In 2003 the patient was in a car accident which caused their pain to accelerate. The patient stated that the therapy had become not effective over time, so they had stopped using it. The patient had stopped feeling stimulation around that time as well. The patient recently fell across a bedframe around (B)(6) 2016. The patient inquired about assistance in checking the implantable neurostimulator (ins). The patient indicated that there was no lit battery indicator for the ins status only the patient programmer. It was reported by the patient that the unit was dead. The patient did not know what led to their stimulation issues. The patient believed that their body just got used to the stimulation feeling and stopped working a little at a time. The patient reported that ¿it was still in place¿ in regards to their system. The patient stated that they were back to oral medication for their increased pain. The patient was redirected to their health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.